Manufacturer narrative:
Device used for off label indication. The indication the device was used for is ezw, urinary dysfunction/sacral nerve stim, gastrointestinal/ pelvic floor.

Event description:
The consumer reported that the patient's device was causing pain down their leg, which went away when they turned stimulation off. They tried to do programming changes, but had not been successful to eliminate the pain down their leg. The patient's implantable neurostimulator (ins) was moved due to the pain issue and even after it was moved, the patient still had pain down their leg. The patient thought the ins was wearing the nerve out and their health care provider (hcp) called it nerve atrophy. The patient discussed removing the ins in order to have cardiac procedures. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Weight received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the stimulator was causing shocks down the patient's leg about a year ago. The patient said the hcp kept tweaking programming, but something was not right. The patient said the ins is off, but they still feel the shocking. The hcp said even when it is off it is still on a nerve and the shocking is just nerve fatigue. The patient said the shocking was in the left leg and they can't sleep because of the shocks. The patient said the implant site is swollen and they want the shocking fixed or the device taken out.